Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot (p), cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the reservoir does not stay in place. The customer mentioned that the reservoir compartment is not cracked or chipped. The o-ring is still attached. The insulin pump will be returned for analysis.